Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approx. 29 cm distal to the is-1 connector pin a kink at the lead body. At that position the inner conductor coil was found to be deformed. Furthermore, deformations of the distal shock coil were observed. Based on the characteristics, it is reasonable to assume that these damages resulted from mechanical forces applied during the surgery. Further analysis revealed coagulated blood along the inner coil of the lead which was most likely introduced by means of stylets used during the surgery. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4)

Event description:
The physician was trying to reposition the competitor's lv lead due to loss of capture, loss of sensing and diaphragmatic stimulation. During the revision, all the leads pulled back. The physician tried to reposition the ra lead but during that, the rv lead pulled completely back and capture was lost. The patient was in chb so the physician made a femoral stick and put in a temporary pacing lead. The physician explanted all leads and this device and the patient now has a temporary pacer and lead. No adverse patient events were reported. Should additional information be received, this file will be updated.